Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that approximately 7 years following an intraocular lens (iol) implant procedure, the patient has experienced reduced vision. There was an unspecified lens issue also reported. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that the iol was opacified. This was initially noted six years ago with opacity increasing over time.

Manufacturer narrative:
Additional information provided. The product was not returned for analysis. Two images attached to the file in a pdf format were evaluated by a company physician. Both images are pictures taken from slit lamp examination and show an apparent pseudophakic eye (unable to identify the implanted iol model from the pictures). The images show opacification of means, more noticeable at 6:00 (from iris edge to the pupillary center). The exact origin of such opacification (iol, capsule or space between iol and capsule) cannot be determined from the photo assessment with the provided pictures. Similarly the clinical impact on the visual function from the picture observations cannot be determined from the photo assessment. The root cause for the reported complaint could not be determined. No determination could be made from the photos provided by the customer. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).